Event description:
Additional information was received on april 30, 2019. The procedure being performed prior to the use of the angio-seal device was a left heart catheterization. A 6fr procedural sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One used 6 fr angio-seal vip device was returned for evaluation. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath hub was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. A portion of both the hemostasis sheath and the carrier tube assembly were severed. The green tamper tube was still present within the severed carrier tube assembly. Neither the anchor nor the collagen were returned. There was no portion of the suture exposed. Due to the condition of the returned device, no testing was possible. The hub cap of the carrier tube hub was separated to inspect the suture spool within. All turns of the suture were housed within the spool. The suture end was slightly tugged, and the suture unwound without any anomalies. There were no obstructions to the path of the unraveling suture. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not deploy. When the last pull was attempted it felt like it was stuck. The sheath was cut and was able to be deployed manually. The blood loss was less than 250cc's. The patient was reported to be in stable condition with no issues. The procedure outcome was successful.